Event description:
It was reported that during lead revision for high ventricular threshold and no capture, the helix would not retract, and the physician had to rotate the lead body to remove the lead. It was also reported that on the table the helix was rotated thirty times before retraction occurred. The lead was explanted, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.